Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. An inspection of the returned photographs could determine that there was an external blood leak at the filter connector (return line). The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that there was a blood leak from a prismaflex set. The blood leak was discovered during patient treatment and was from an unknown location on the device. There was no patient injury or medical intervention associated with this event. No additional information is available.